Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure the helical blade would not pass through the nail. After several attempts the surgeon was able to put the blade in place. The procedure was completed with no adverse effect to the patient. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals the device was received with the buttress nut threaded on to the returned blade guide sleeve and threaded freely the entire length of the blade guide sleeve threads. The blade guide sleeve assembly was then attached to an aiming arm and insertion. Using the returned helical blade inserter a helical blade passed successfully through a tfn. A review of the device history record did not show conditions that could have contributed to the reported event. Based on the inability to replicate the complaint, this complaint is considered invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).